Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported in a journal article eight femoral components had individual migrations above the precision limit of tr (total rotation) and seven femoral components had individual migrations above the precision limit of tt (total translation) between three months and two years.